Manufacturer narrative:
The device was returned with the inner cannula dislodged from the silicone sleeve.

Event description:
While using an mst I/a tip the surgeon experience a capsule tear. No vitrectomy was performed and the patient was reported as being okay.